Event description:
One endeavor sprint rx drug-eluting stent was implanted to proximal rca during the index procedure. Pt was asymptomatic at 1 month f/u. Pt had cardiac status of stable angina at 6 month, 1 yr and 1.5 yr f/u. Pt was asymptomatic at 2 yr f/u. Approximately 26 months post index procedure, a revascularization of the proximal rca was performed. Clinical symptoms for intervention were a positive history or recurrent angina pectoris presumably related to target vessel and objective signs of ischemia at rest or during exercise test presumably related to target vessel. Investigator described lesion as target lesion and reported restenosis after previous ptca. Two other brand stents were implanted (overlapping) during revascularization procedure. Pt was taking aspirin 24 hrs prior to event. In the investigator's opinion the event was related to the study stent. Approximately 38 months post index procedure a bleeding event occurred (spontaneous gi bleed). Pt was on dapt at the time of the event. The pt received 3 units of prbc. The investigator reported that there was no relationship between the gi bleed and the device/procedure. Approximately 39 months post index procedure the pt was hospitalized for a mesenteric emboli, op embolectomy and patch. Pt was admitted to the ICU and was doing well, extubated, however then developed problems with o2 stats. It was reported that the pt died. The pt death was assessed as a non-sudden, non-cardiac death due to sepsis. Death was not associated with a mi or stent thrombosis. The investigator reported that it was not assessable whether the death was related to the stent.

Manufacturer narrative:
(B)(4). Eval, results: revascularization, hemorrhage, death.